Manufacturer narrative:
We have been informed about a defect product: stent intolerance; on a vortek single loop ureteral stents. According to the complaint description, the incriminated sample is not available, but we have the lot number. After receiving this complaint, we searched for other complaints and found none regarding the lot number 3659028. The sample of product reference aca1071002 lot number 3659028 was manufactured in june 2013 for (B)(4). The expiry date is may 2018. Checking the quality databases did not reveal any anomaly in relation to the described defect. Documentary investigation revealed that product was expiry since may 2018. So, this product should not have been used after this date. Rmf identification was done based on (B)(4). Risk no: (B)(4) product performance does not meet specifications.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation due to pain. The patient had abdominal pain from the device stiffness. The bag replacement caused hematuria and produced deposits inside the device lumen so the urine did not flow well. No other adverse patient effects were reported.